Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. The sample resulted normal on an alternate method. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and resulted similarly to the initial result. The sample was repeated on an alternate non-siemens instrument and resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, elevated tnih patient results.

Manufacturer narrative:
The initial MDR 1219913-2022-00301 was filed on september 26, 2022. Additional information -october 10, 2022: an outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. The sample resulted normal on an alternate method. The customer confirmed that the sample was an sst tube and the repeat results were generated after re-centrifugation. The result that was reported to the physician was 67 ng/l. Other issues advised on error report: interference detected alternate method: 13.2700 ng/l; columns % non bound 11.0000 siemens continues to investigate.

Manufacturer narrative:
The initial MDR 1219913-2022-00301 was filed on september 26, 2022 and MDR 1219913-2022-00301 supplemental 1 was filed on october 31, 2022. Additional information -november 23, 2022: an outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on an atellica im 1300 analyzer. The sample resulted normal on an alternate method. The customer observed atellica im 1300 high-sensitivity troponin I (tnih) lot 070 discordant elevated results on a male patient compared to an alternate method. Siemens reviewed available information to evaluate for a potential product problem. Qc was in range at the time the sample was run and the patient sample results were reproducible. This indicates a sample/patient specific incident. Atellica im tnih initial result was 67 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (64.445, 64.006 ng/l). The customer also had the specimen run on a second alternate method which resulted 13.2700 ng/l which is below the reference interval for that method ( reference interval: female 10 ng/l; male 20 ng/l). No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the initial alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate method troponin I will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. No further action is required. In section h6, the investigation finding, and investigation conclusion codes were updated.